Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also reported that there was blood in/on the helix mechanism. Evaluation summary (B)(4) no anomalies found. (B)(4) full lead.

Event description:
It was reported that the lead had sensing and capture difficulties. An x-ray confirmed the lead was dislodged. The lead was replaced. No patient complications have been reported as a result of this event. It was reported that the lead had sensing and capture difficulties. An x-ray confirmed the lead was dislodged. The lead was replaced. No patient complications have been reported as a result of this event.